Event description:
Customer reported that the instrument generated a hemoglobin (hgb) result of 7.5 g/dl on a single pt specimen, which previously recovered at around 10 g/dl the previous day. The hgb/hct ratio appeared to be within normal limits. The specimen sample in question was taken to a clinic and analyzed on another instrument and a result of 7.0 g/dl was obtained. The pt was transfused with 2 units packed red cells. On the following day, the physician questioned the hgb of 14 g/dl. Repeats of the sample gave results of 13, 12 and 10 g/dl. The pt was redrawn and specimen analyzed on second instrument with result of 13.2 g/dl. Based on the info provided by the customer, the pt was transfused with two units of packed red cells based on the initial result of 7.5 g/dl.